Event description:
Terminally ill lung cancer pt was in hosp for about 1 week before experiencing ischemic stroke. Pt had embolic occlusion of the proximal m1 segment of the right middle cerebral artery. Multiple attempts were made to revascularize the artery, first with penumbra devices, followed by a retriever k mini device. Revascularization was not achieved. The k mini device fractured after the third retrieval attempt, and the device fragment was retained within the embolus in the proximal m1 segment. Multiple attempts were made to retrieve the fragment utilizing a foreign body retrieval device; however, these attempts were unsuccessful, as the retained fragment was densely intertwined and adherent to the embolus in the m1 segment. The case notes obtained from the site indicated the pt tolerated the procedures well without change in hemodynamic or neurologic status. The pt died 7 days after the procedure date. The cause of death was reported to be respiratory failure secondary to small cell lung cancer.

Manufacturer narrative:
The device instruction for use includes a warning intended to reduce the risk of fracture.